Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Event description:
Patient representative reported "deflation of left breast implant", "protrusion", "capsular contracture" baker grade unspecified, and an "increased risk of alcl". Patient representative additionally reported non-device related as follows: the patient "suffered personal injuries and related damages due to implantation of one or more biocell textured breast implant medical devices." The device has been explanted and replaced.